Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited over-sensing and undersensing. The patient presented for a procedure for replacement for the atrial lead and a routine generator change. The atrial lead was capped (B)(6) 2019. During the procedure the atrial lead could not be replaced due to the patient's occluded venous anatomy. Programming changes were made. The patient was to be monitored with possible referral for implantation of an atrial lead at a different location. The patient tolerated the procedure well and was stable.